Event description:
It was reported that when using the bd pyxis¿ medstation¿ es active patient profiles were not displayed correctly, as several admitted patients lacked active medication profiles while some discharged patients continued to show active medication profiles. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profiles were not displayed correctly, and discharged patients were still showing as active profiles. A technical support specialist (tss) performed a full synchronization and reboot, but the issue persisted with an error. The tss checked the network time protocol configuration on the station and identified that it was not configured, then set the network time protocol server and observed that the system time was incorrect. The tss corrected the time zone setting and restarted the application but did not observe the station in the system afterward. The tss communicated the actions taken, noted that the station had been recently reimaged, and arranged for monitoring with users to collect examples if the issue reoccurred, followed by a planned status check. The tss later confirmed that the issue was resolved and received approval to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es active patient profiles were not displayed correctly, as several admitted patients lacked active medication profiles while some discharged patients continued to show active medication profiles. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.